Event description:
Additional information was provided by customer: the issue caused no delay in procedure and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer-provided information. The device was returned for evaluation. During testing, the reported issue was confirmed: the image was purple. During device investigation, internal inspection of the video cable showed the charge coupled device was damaged. Investigation has shown that degradation of the charge coupled device or the close control unit in the video cable can cause a pink or green image as a result of prolonged heat. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the scope¿s image was pink. The issue was found in preparation for use for an unspecified diagnostic procedure. There were no reports of harm.